Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
On (B)(6) 2016, information was received from a nurse via a company representative regarding a (B)(6) year-old, male patient who was receiving morphine 15mg/ml at 14 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history included intervertebral disc degeneration (lumbar region), post laminectomy syndrome, low back pain, radiculopathy (lumbar region), tobacco use (quit in 2013) and allergies (ace inhibitors and "statins-hmg-coa reductase inhibitors"). The patient's concomitant medications included oral baclofen, gabapentin, hydroxyzine hcl, isosorbide dn, b complex, centrum silver, otc iron and testosterone. After interrogation of the pump, multiple motor stalls were seen. On (B)(6) 2015, a motor stall occurred and recovered 8 hours later. On (B)(6) 2016, another stall occurred followed by a stopped pump period may exceed tube set on (B)(6) 2016. It recovered on (B)(6) 2016. On (B)(6) 2016, the patient was admitted to the hospital with flu-like symptoms/possible food poisoning and withdrawal symptoms. The patient reported the pump had been critically alarming for 1.5-2 weeks. He was discharged on (B)(6) 2016. On (B)(6) 2016, another motor stall occurred. On (B)(6) 2016, the patient presented to their hcp's office for a refill. The patient reported back pain going down the bilateral lower extremities and bilateral elbow pain. His pain was a 9 on a scale of 1-10. A volume discrepancy occurred due to the motor stalls; the expected reservoir volume was 7.4ml and the actual reservoir volume was 15ml. The pump was interrogated and that's when the motor stalls were identified. The pump was decreased to minimum rate (0.091 mg/day) and the alarm was silenced. A dye study was performed. The physician was able to aspirate cerebrospinal fluid (csf) from the pump catheter, but it was sluggish and not free flowing. Moderate difficulty was encountered to aspirate and push the dye. He injected dye and felt some resistance, but dye did fill the catheter and it appeared okay. The results were reported as "mechanical complication of implanted spinal catheter (possible obstruction or disconnection of catheter)." The patient was prescribed morphine sulfate extended release (mser) 30mg twice daily with morphine sulfate immediate release (msir) 15mg four times daily as needed. On (B)(6) 2016, a stopped pump period may exceed tube set occurred. On (B)(6) 2016 the motor stall recovered. On (B)(6) 2016, another motor stall occurred followed by a stopped pump period may exceed tube set on (B)(6) 2016. A pump replacement was scheduled. The cause of the motor stalls was not determined. Additional information has been requested regarding the cause of the event and actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.